Event description:
No additional information.

Manufacturer narrative:
Investigation results: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. However, based on available information, we are not able to identify any possible root cause related to needle manufacturing process at this time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The incident occurred during the administration of a monthly delayed injection of 5 ampoules of haldol decanoas. During administration, the needle (21g) and syringe (10ml) became disconnected. The 21g needle was reconnected by the nurse by pushing it in and turning it to secure the two parts. The nurse purged the needle and prepared to administer the injection. There was no blood reflux. The nurse slowly pushed the plunger to inject the product. After the injection had begun (at least 1 ml administered), the syringe became detached from the needle, with the needle remaining in the patient's gluteal muscle; the syringe remains in the nurse's hand. The rest of the product therefore comes out of the syringe, making it impossible to know the exact dose of treatment administered. Unfortunately, we do not have any photos or samples of the equipment to show you. Consequences: the patient did not receive the prescribed dose and there is uncertainty about the dose administered. The patient will need to be monitored and reassessed very regularly in order to assess the effectiveness of the treatment. The drug is a slow-release form, so the effects of underdosing may not be immediately apparent.